Event description:
On (B)(4) 2013, product monitoring received notification that during a CT of the chest and abdomen- portal phase with a maximum flow rate of 3 mls per second on an (B)(6) female inpatient, less than 35mls of optiray 300 was extravasated. This event occurred on (B)(6) 2013. The staff felt the extravasation and the injection was stopped. A cold compress was applied to the patient, and the scan was not completed. The hospital ward was notified. No error were given by the injector.

Manufacturer narrative:
The customer reported extravasations had occurred on this injector recently and desired to have it checked by regional service. The mallinckrodt regional service engineer found the pressure to be within MFR's specifications. Proper operation of the injector was verified.